Event description:
During a tonsillectomy and adenoidectomy surgery an arthrocare evac 70 xtra handheld coblator stopped working. The doctor tried numerous times to flush the device with no luck. We had to open a new device to complete the surgery. There was no harm to the patient. The situation was remedied quickly with a new device.